Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation the equipment is not booting up. This intermittent phenomenon was found to be due to a defective power supply unit and circuit board (cm). Additional evaluation findings were as follows: the receptacle was broken, due to flickering coming in the image, dust found inside the equipment, an abnormal beep sound starts coming automatically, and a locking lever failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed error e209 (the internal buffer is not connected). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a defective power supply unit and circuit board (cm). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the device could not be booted up, and the phenomenon color bar is coming on monitor occurred because power supply unit and main board were damaged. Olympus will continue to monitor field performance for this device.